Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported the following: rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return.

Event description:
Customer reported the following: rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed.